Event description:
The customer reported an intermittent problem with the stresswriter exercise testing system. Once the system starts, the speed increases rapidly and cannot be controlled by the user. Shutting down the system can reset it. The customer also reported that the system stops sometimes by itself.